Event description:
It was reported that a malfunction alarm occurred with a specific code "malf 12." The customer¿s blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. The customer received assistance from technical support to reset the pump, and the issue did not recur after the reset. The customer was informed to contact support if the malfunction reappears and was able to continue using the pump.